Event description:
Device# 1 malfunction: none. Symptoms/ae: stroke/death. Time of symptoms/ae: during 30 day follow-up. The following events were noted through a periodic article review. A series of 141 carotid artery stenting (cas) procedures were performed in 139 pts over a period of 3 years. The rx acculink stent was implanted in 77 pts and the xact stent was implanted in an unspecified number of pts. The purpose of the series was to identify possible stent design differences in carotid velocities. Successful revascularization was achieved in all cases. The 30-day stroke-death rate in this series was 1.6%. The article does not directly correlate the adverse outcomes to a specific device/brand/manufacturer.

Manufacturer narrative:
This report involves a study noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was not provided; therefore, review of the device history record could not be performed. The reported events are known adverse events associated with the use of the device. Attachment: md et al: "open-cell versus closed-cell stent design differences in blood flow velocities after carotid stenting", published j vasc surg 2009, 49: 602-6. Device #2 - xact part/lot unk, referenced is being filed under a separate medwatch report.